Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode during follow-up. The device was re-interrogated and was restored to normal function. No patient symptoms were reported before, during, and after the procedure.